Manufacturer narrative:
PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the customer selected the ncircle tipless stone extractor for transurethral urinary stones extraction. During use of the device via a flexible urethroscope, the sheath broke off. The broken sheath was successfully removed from the patient. To locate the basket, the customer broke down the broken sheath and found that the basket remained inside the broken sheath, not in the patient's body. The procedure was completed with another ncircle tipless stone extractor. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Evaluation conclusion codes: cause not established (4315). Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The handle was returned in the open position. The collet knob is tight. The male luer lock adapter (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. The basket sheath was returned in two segments. The coil assembly is separated. The basket sheath first segment measures 30.7 cm in length with approximately 6.8 cm of coil protruding. The second segment measures 83.4 cm. There were multiple kinks throughout this segment. The basket assembly was intact with the coil starting to gap approximately 60 cm from the distal tip. The coil is stretched and tangled on the proximal end with approximately 81.5 cm of wire extending from the coil. The straight segment of coil is tight and measures 78.8 cm in length. The basket formation appears smashed with two of the wires crossed. A review of the device history record found there were no non-conformances associated with the complaint device lot number 8923191. A review of complaint history records revealed no other complaint has been reported for lot number 8923191. As found in the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have been severely damaged. The basket sheath was separated and was in two segments. The sheath also had multiple kinks. The coil assembly that connects the basket to the handle was intact, but the coiled outer wire was severely deformed. The basket was not detached, but was deformed. The entire device appeared to have been subjected to extreme forces, causing the observed damage. From the event information, the sheath initially broke, and the subsequent damage was caused by the user ensuring that nothing was left behind in the patient. The most likely cause for the sheath to separate would be that it was damaged during handling / use and then separated when functioning the basket. All devices are inspected for functionality and damage prior to packaging. The condition of the returned device makes it possible that it was inadvertently damaged during handling / use. The IFU contains cautions about manipulating the device to prevent damage. Since no information related to product handling is available, the definitive cause could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.